Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a mid urethral sling placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician placed the anchoring bullet (mesh carrier) on the left side, the physician went too far away superiorly and perforated the bladder neck. The sling was removed. The physician continued to fix the bladder neck then closed the incision. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.